Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that the patients stimulator was dying. The patient stated that they kept getting a surge down their leg that started a couple weeks ago. The patient also mentioned that the stimulator shuts itself off and on a little bit, the stated it turns off and they have to turn it back on. The patient stated that the battery had done this before when the stimulator was low. The patient stated that the device does not seem to be working right but it does work a little bit. The patient was directed to follow up with their primary healthcare provider. No further complications were reported as a result of this event.